Manufacturer narrative:
This MDR is being filed based as a result of a retrospective review of marketing evaluations received by the manufacturer. The plasmablade used in the reported complaint was not returned for analysis. Review of the lot history record revealed no anomalies. End of report.

Event description:
It was reported from a marketing evaluation, black coating kept flaking off; 2 tips were used.